Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was capped and replaced on (B)(6) 2019 due to an oversensing issue. No further information was available.

Event description:
New information received on january 30, 2019 indicates that the patient's right atrial lead had exhibited lead noise. The patient did not experience any adverse events as a result. The patient was stable during and after the procedure.